Event description:
Event description cpi received information that this bipolar lead was explanted due to 'non capturing and non sensing'. The implantable pulse generator (ipg) was also removed at this time both devices were replaced.

Manufacturer narrative:
Event conclusion cpi's analysis found: the lead was severed, only two sections were returned. There are cuts in the insulation and deformed conductor coils. One single puncture hole was found in the lead insulation 325 mm from the terminal pin. Due to the amount of body fluid inside the outer insulation, the puncture hole was most likely induced at implant. The direct cause of the puncture hole is unknown. Insulation abrasion was found, 150 mm from the terminal pin. The wear pattern appears to spiral around the lead. Multiple abrasions over a length of insulation were noted, only one compromised insulation integrity. The insulation breach was most likely caused by lead-on-lead contact.